Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 28 tubes had foreign matter in them. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, 28 tubes had foreign matter in them. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 14-may-2024. H.6 investigation summary bd received twenty-eight (28) samples and three (3) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. Fm was embedded inside the tube wall and on top of the gel inside the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of embedded fm and fm inside the tube. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.